Event description:
Ous MDR - boston scientific received information that the patient implanted with this right ventricular (rv) lead felt poorly and presented to the hospital. The device was interrogated and it was noted that the lead safety switch had tripped. A technical services consultant reviewed the device data and found that the lss had tripped due to rv pacing impedance measurements of less than 200 ohms. Additionally, there was noise that was oversensed, resulting in pacing inhibition that resulted in greater than two seconds of asystole for this patient. The lead was checked and troubleshooting did not reveal further out-of-range measurements. The patient was released and was scheduled for another device check in three months. No adverse patient effects were reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated. Should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.